Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not see from the right side of the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) learned that the team had used a second endoscope, and the image had appeared normal briefly before it began flickering and then went black again. The tse noted the team had cleaned the endoscope connections and restarted the system before calling, but the issue had returned. The tse then reviewed the logs and found repeated fault entries indicating a loss of right endoscope video and an associated endoscope fiber fault, which the tse interpreted as pointing to the endoscope controller (ec). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.